Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing eye burning/irritation, throat irritation, cough and nasal infections. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer¿s service center for further evaluation. The device was not evaluated internally or externally. The device powered on and airflow was confirmed. The device¿s downloaded logs were reviewed by the manufacturer and 4 errors were noted. The manufacturer concludes that there is no visible foam degradation and the device was scrapped due to age.